Manufacturer narrative:
Findings: findings: pump was received with an error alarm during the self test due to a faulty board. No blank display or numbers counting backwards noted. Unit had minor scratched lcd window cracked battery tube threads, and cracked reservoir tube lip. (B)(4)

Event description:
A customer reported via phone call indicating that their insulin pump alarmed three times. The patient's blood glucose level was unknown at the time of the call. The customer stated that the basal was not programed in the insulin pump. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.